Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer read the food label incorrectly, and delivered too much insulin for the amount of carbohydrates consumed during dinner. The customer's blood glucose (bg) level was 55 mg/dl, and the customer consumed juice and ate cake frosting to bring bg level to target range.